Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: an inter-operative leak occurred when a bubble test was performed. The surgeon stated that it could have been from the stapler or the long standing krohn's disease and the friable tissue the pt had. Surgeon diverted the pt to be brought back for closure which they sometimes due to allow the anastomosis time to heal. This did not cause more than 250cc of blood loss. This did not cause a delay of more than 30 minutes in the case.